Manufacturer narrative:
Corrections: (B)(4). Additional information: the nursing staff recalled that a trace could be detected by the padpro pads, but a shock could not be delivered. The pads were plugged into a phillips mrx unit. Pads were switched to a different manufacturer and a successful shock was delivered. It was mentioned by the clinical engineer at the facility that possibly pads not adhering well could be causing the issue. Conmed personel assisted with testing of the devices and pads and the pads and device performed as expected. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. A review of the DHR found no deviations or non-conformances associated with this production build. All electrode pairs are 100% inline verified for continuity and correct polarity during the assembly process. Electrical testing on a lot representative sample met specifications for dc offset, combined offset instability and internal noise, ac small signal impedance @ 10hz and 30khz, ac large signal impedance using an hp codemaster xl defibrillator @ 360 joules and defibrillation overload recovery. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 6 complaints regarding 52 devices for this device family and failure mode. During the same time frame 2,093,360 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00002 per the instructions for use, the user is advised the following; - misuse of multifunction electrodes, use of compromised or altered product and/ or failure to follow product instructions may result in patient burns, inadequate delivery of therapy and/ or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At the time of filing, the date of incident is reported as late (B)(6) 2019. Additional information has been requested. A supplemental and final will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 2516p, pad pro defibrillation pads did not work during a code in (B)(6) 2019 at a patient's bedside. They tried 2 sets of pads, the 3rd set finally worked. Additional information has been requested. There was no patient injury, this did not occur during surgery. This report is being raised based on device malfunction with potential for injury upon reoccurrence.